Manufacturer narrative:
Approximate age of device - 1 year, 7 months. Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on vad support. A specific cause for the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced (B)(6) driveline infection and received incision and drainage (I&d) treatment on (B)(6) 2017. The patient had been on continuous suppression with keflex.

Manufacturer narrative:
Section adverse event or product problem and outcomes attributed to adverse event: correction.